Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with a recurring left ventricular assist device (lvad) related infection with relapse bacteremia and septic shock. The patient required vasopressors and intensive care. The culture confirmed sensitivity to zosyn, so the patient was discharged after a two week hospitalization with a planned IV course of zosyn. No surgery was required during this hospitalization. The patient was not a candidate for lvad exchange due to high risk of complications.